Event description:
It was reported by the customer that catheter has a hole. Verbatim: I am not sure that I will be able to find the lot number but can check. The catheter has an actual hole not just a crack. Patient is a poor historian and I have no idea what happened; I am wondering if she fell and landed on the blue slider device??? I have been using your product since it came out and have never had a problem like this.

Manufacturer narrative:
Pr (B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: (B)(4). Patient problem code: (B)(4). No photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.